Event description:
The user reported the air sensor generated a false air detect alarm. No other details regarding the nature of the event were provided. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.